Manufacturer narrative:
E1: postal code = (B)(6). Additional email = (B)(6). H3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an unknown procedure, the tip of a beacon tip torcon nb advantage angiographic catheter broke off in the patient. Additional information has been requested.

Manufacturer narrative:
Summary of event: as reported, during an unknown procedure, the tip of a beacon tip torcon nb advantage angiographic catheter broke off in the patient. Corrected information: d4 (UDI), h6 (annex g). Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The distal tip of the catheter was missing, near the bond point of the shaft. The tip was not returned to cook. A document-based investigation evaluation was performed. A review of the device history record and complaint history found no discrepancies or additional complaints on the final or sub-assembly lots. The product IFU states ¿do not attempt to heat or reshape the catheter curve; the catheter tip is made from a heat sensitive material.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. Based on the limited information provided and the results of the investigation, cook has concluded that a component failure, unrelated to manufacturing or design, contributed to this event. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.